Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon receipt the trunk cable connector was detached from the trunk cable rendering the belt unable to connect to the monitor. The root cause for the damaged connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.